Manufacturer narrative:
The device was received. Investigation is not yet complete.

Event description:
Device malfunction: failure to deploy - thumb advancer. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose se attempted arteriotomy closure of the common femoral artery after an unspecified procedure. Reportedly, the thumb advancer would not fully advance to the locked position and the sheath failed to split completely. The physician rewired the artery and hemostasis was achieved using a second starclose se device. There were no reported adverse pt effects.